Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their ins was taken out because it was not working for them and they were not satisfied with it. It was also stated that they were having difficulty and were afraid that they might need an MRI in the future and wouldn't be able to do it. No further patient complications are anticipated or expected as a result of this event.